Event description:
The customer stated that insulin leaked from the reservoir while attempting to fill it with insulin. The reported blood glucose reading was 158 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.